Manufacturer narrative:
The pump was returned to animas. Eval revealed that the "up," "down," "ok," and contrast button key contacts were inverted when pressed and do not always spring back. Adhesive was found under key contacts. The keypad appears to be intact with no lifting or peeling observed.

Event description:
The pt's father reported that it takes several button presses to activate pump functions. The issue reportedly began in (B)(6) 2010, and progressively got worse over time. The reporter believed that the issue was due to general wear.